Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended pump food bolus was large due to an incorrect carbohydrate ratio setting. The cause of incorrect setting was unknown. Health care provider assisted the customer with correcting the setting. Blood glucose was 423mg/dl.